Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a bad battery alarm several times on the insulin pump. Customer also reported a failed battery test. Customer stated that the same batteries worked in another pump, however are not working in her insulin pump. Customer's current blood glucose reading is 107 mg/dl. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.